Event description:
The device was used during an unspecified procedure. Reportdely, the instrument did not fire. The surgeon applied another device to complete the procedure.the hospital has reported no patient injury occurred.